Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to replace the implant. Sign fracture care international continues to monitor these events as part of our post market activities. The surgoen stated that no further treatment is scheduled as the patient has been transferred to a different hospital.

Event description:
We became aware on 4/11/2016, that a sign implant, implanted on (B)(6) "20125" to repair a fracture had to be exchanged due to infection. Surgeon comments: "on (B)(6) 2016 - due to his open wounds, patient was being managed as an in patient. He developed signs of a deep space infection and subsequently had nail removal and reaming of canal with antibiotic beads insertion as spacer. Skeletal traction applied. When features of infection subsided, he had redo nailing with bonegrafting ", "on (B)(6) 2016 - patient was still on admission with care for all his open wounds. Clinical radiologic and biochemical parameters suggested a deep seated infection with no evidence of fracture healing the nail was removed, reaming of femoral canal ,and insertion of antibiotic impregnated spacer", "on (B)(6) 2016 - this is a follow up of the patients surgeries. Patient had an infection around the implant so the earlier nail was removed, the canal reamed and an antibiotic spacer inserted. He was then on skeletal traction for about 4 weeks after which he had a repeat im nailing done", "on (B)(6) 2016 - earlier had infected sign nail which was removed, antibiotic spacer inserted. Deep cultures were negative. Had bone grafting with iliac bone graft and use of herafil beads." The im nail was replaced with a 10mm x 400mm, standard nail per the sign technique manual.